Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the physician used the device to enter the patient at the umbilical without that standard insufflation or cut down applied on first entry. The surgeon didn't realize that he was already in the abdomen and the result was that he severed the aortic artery. The procedure was converted to an open surgery to repair the severed artery and the surgical time was extended by 30 minutes or more. There was blood loss of 500cc or more but it will not be released if this resulted in a blood transfusion. The hospital stay was extended and the incision was extended by more than 1 inch due to the conversion to open. The patient is alive. The hospital concluded that the event was not due to product malfunction and there was nothing wrong with the trocar itself.